Event description:
(B)(4). Initial info for this spontaneous case was received from a physician's office mgr on (B)(6) 2008: a male pt received treatment with poly-l-lactic acid (sculptra, lot number and expiration date not provided), on unspecified date. The reporter stated that the physician has a pt who has a "granuloma from sculptra given to him by another doctor." No further medical info was reported. Additional info for sculptra (lot number / expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(4) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available. An investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.